Event description:
The top of the exeter rasp came off and went inside the pt. It took the surgeon about 20 minutes to find the broken part within the hip.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, the eval summary will be submitted in a supplemental report.